Manufacturer narrative:
Other lots/products used in the operation: plt-1001, lot: 1406011; lot: 1311005, (B)(4). Plt-1002, lot: 1207010, (B)(4). Scr-1220, lot: 1401024, lot: 1311006, (B)(4). Problems started at 3-5 months postoperatively. The mass loss of inion cps baby implants starts at 5 months and no degradation related adverse reactions should be present at 3 months. Additional products were used in the operation (2 pcs of ethicon surgiflo hemostatic matrix) which may have caused or contributed to the event. Also bacterial growth was found in the samples taken from the site. Surgeon is not sure if this is a severe reaction to the resorbtion process or a low grade infection, but infection is less likely due to lack of clinical symptoms. The patient is healing well, although some extrusions are still expected.

Event description:
The patient had a total cranial vault procedure in (B)(6) 2015. She had a sterile abscess and extensive extrusion over a 5 month period, and 3 extrusions at home prior to re-surgery: (B)(6) 2015. The wounds have been treated with 3 wash outs, debridements and removal of plates/screws under general anaesthetic in theatre and they have all gone on to heal well. There were soft, boggy swellings with fragments of partially resorbed implants (plates and screws) and extensive granulation tissue suggestive of a sterile abscess. Microbiology showed a scanty growth of staphylococcus aureus. The implant was intact but very soft at explantation.